Event description:
Further follow-up revealed that the pt underwent generator replacement surgery. It is unk if the bipolar lead was also replaced. Product analysis summary: there were no visual anamalies identified or boserved. The pulse generator did not show any condition that would have contributed to the reported event.

Event description:
Reporter indicated that vns pt's genrator was believed to have reached end of life. Investigation to date has been unable to determine whether the device reached normal end of service or is functioning properly as no response has been received to manufacturer's requests for additional information from reporting distributor. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance.